Manufacturer narrative:
Please note: three gore® excluder® aortic extender components (pxa230300/9353197, pxa230300j/9357560, and pxa230300j/9361672) have been included in this report, as it is unknown which device(s) may be involved in this event. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), recommended device oversizing relative to the vessel diameter is approximately 10-21%. Additionally, per IFU, considerations for patient selection include, but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On an unknown date, the patient underwent treatment of a ruptured abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Three 23 mm aortic extender components (pxa230300j/ lot numbers unknown) were implanted just above the aortic bifurcation. The diameter of the infrarenal aorta was a reported 17-18 mm. The patient tolerated the procedure. Approximately four months later, on unknown date, the patient was admitted to the hospital for abdominal pain, black stool and anemia. An endoscopy showed an irregular formed tumor mass with bleeding in the duodenum. A biopsy was performed, and igg4-related disease was suspected. A computed tomography scan indicated the aorta had been enlarged (size unknown) at the region where the devices were implanted. No endoleak was observed. The patient was administered medication (proton pump inhibitor and iron) as a conservative medical treatment, and discharged from the hospital reportedly having shown improvement. One month later, on unknown date, the patient was admitted to the hospital for bleeding. The patient reportedly expired of hemorrhagic shock due to severe melena. An autopsy was performed and an aorto-duodenal fistula was confirmed at the region where the devices were implanted. The physician commented that the 23 mm aortic extender components being oversized in relation to the infrarenal aorta may have contributed to expansion of the vessel. The physician also stated that the patient may not have been suited for endovascular repair.

Manufacturer narrative:
Date of initial endovascular repair is (B)(6) 2011.

Manufacturer narrative:
Patient initials: (B)(6).